Manufacturer narrative:
(B)(4)

Event description:
Cec adjudicated the previously reported gi bleed event date was (B)(6) 2010 not the (B)(6) 2010 as previously reported.

Event description:
The patient had one endeavor sprint rx stent implanted in the distal rca during the index procedure. Approximately 3 months from the index procedure, the patient suffered from gi bleed that required hospitalization. The patient was admitted with rectal bleeding. Coumadin, plavix, aspirin, clopidogrel and asa were stopped after this event and the bleeding was resolved. Investigator reported that this event was not related to the device.

Manufacturer narrative:
Results: inherent risk of procedure (gi bleed). (B)(4).